Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive and the keypad was loose over the buttons. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment in a case and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.